Manufacturer narrative:
Visual evaluation of the returned device found that the handle cannula and thumb ring had detached from the pull wire, but a small portion of the pull wire remained attached to the handle cannula. The pull wire was also noted to be bent. The brush tip extended from the distal end of the catheter when received, but the brush could not be retracted due to the detachment of the handle. The blue seal cap and seal stop washers were also detached from the handle, and the working length was kinked. The condition of the returned device was consistent with the complaint that the pull wire was broken near the handle; the complaint was confirmed. It is likely that procedural/anatomical factors caused the working length to kink, which subsequently could cause the pull wire to bind within the catheter. The pull wire can kink if the handle is actuated while the pull wire is bound, and further attempts to actuate the handle can cause the pull wire to break. Therefore, the most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the reported event: wire detached. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a biopsy procedure (procedure date unknown). According to the complainant, both the wire and the sheath detached at the device handle. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a biopsy procedure (procedure date unknown). According to the complainant, both the wire and the sheath detached at the device handle. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.